Event description:
It was reported that physician's (B)(4) handheld device was frozen on the interrogation screen (programmed parameters). The screen freeze was resolved by performing a hard reset. The site will not be returning the handheld as it is functioning fine.